Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of 310 mg/dl. During troubleshooting with tandem technical support, it was reported that the pump time and date were incorrect; cause was unknown. Reportedly, the customer corrected the pump time and/or date and resumed insulin therapy. The customer continued to use the pump for insulin therapy.